Event description:
Thirty-eight days after undergoing filter implant, the pt returned for removal, but despite many attempts by the physician, the optease retrieval filter cannot be removed, since the filter was tilted and the hook was embedded on the (ivc) inferior vena cava. Therefore, it was not possible to loop the hook to remove the device. The filter is still in the pt and the physician has scheduled a later removal date. There was no pt injury reported, and no films are available. The operator attempted multiple maneuvers in an attempt to un-tilt the device in order to hook the filter and retrieve from the pt, but the attempts failed. The pt's weight, index procedure info, when and if the filter was placed tilted is not known or available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.